Manufacturer narrative:
Initial.

Event description:
It was reported that the customer experienced a severe hypoglycemic event with a lowest recorded glucose of 34 mg/dl, during which emergency responders administered two doses of glucagon; the customer was not admitted and later reported being off the pump and using multiple daily injections, with a depleted pump battery preventing data sync. Symptoms included hypoglycemia with confusion or disorientation, dizziness, and muscle weakness. Outcomes included unexpected medical intervention requiring medication and were characterized as a minor injury or illness. Investigation included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed insufficient information to identify a specific device problem or involved component and no findings were available from the investigation. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.